Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. Device will not be returned.

Event description:
It was reported that the device experienced an air in line (ail) alarm. The tech recommended replacing the air in line sensor. There was no patient involvement.